Manufacturer narrative:
This supplemental report is being submitted to withdraw MFR report #8010047-2021-01979. It was reported that the same event occurred on two devices. This is the first one of two reports. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. There was a scratch on the probe. When we performed probe check, no abnormality occurred. Olympus medical systems corp. (Omsc) confirmed that there was no MDR reportable malfunction or adverse event.

Manufacturer narrative:
The subject device referenced in this report was not returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
We received the following report. *during a laparoscopic hysterectomy, the subject device was used. The probe tip of the device broke. There was nothing left inside the patient. There was no patient injury reported. An unspecified error may have occurred. No further information was provided.